Event description:
It was reported that within a few months of a device change, the rv (right ventricular) lead showed decreased impedance and increased thresholds. In-office capture management tests showed the same threshold as device capture management. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead, (B)(6) 2013. (B)(4).